Manufacturer narrative:
Batch review performed on 09 april 2020: lot 1903450: (B)(4) items manufactured and released on 27-may-2019. Expiration date: 2024-05-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot. 1905651. Batch review performed on 09 april 2020: lot 1905651: (B)(4) items manufactured and released on 15-oct-2019. Expiration date: 2024-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. About 1 month after primary surgery the surgeon revised the liner and implanted a dm converter with a dual mobility liner and head. The surgery was completed successfully.